Event description:
I had the essure sterilization done around 2012 and in the last few years, I've had an increase in symptoms that are consistent with many factors that are suspected by women who have the essure done to be caused by essure. I've had numerous bouts of abdominal pain, sometimes unexplained. I've had numerous ovarian cysts, heavy bleeding, severe cramping during periods that I've never experienced before having essure. I've had my gallbladder removed, appendix removed, low iron and anemia requiring iron infusions. I've had numerous teeth issues including decay, breakage, even tooth loss. I've suffered unexplained rashes, particularly on my lower extremities. I've gained weight particularly around my mid section. I've dealt with fatigue, lethargy and some anxiety. All in all, I'm convinced all these symptoms are related to the essure implants. I had a hysterectomy along with fallopian tube removal on (B)(6) 2017 after demanding my obgyn to remove these. Many of my symptoms have since diminished. No more cramps and heaving bleeding obviously but my rashes seemed to have gotten better. My mood had stabilized. I haven't had much abdominal pain and no more cyst pain. My legs don't ache nearly as much as they have before having the essure removed and hysterectomy. I know essure has been schedule foa a stop-sell by bayer - citing low sales. Thank gosh! I urge you to reconsider the true safety of this device. Too many women with the same symptoms. Something is not right.